Event description:
The center reported to the company that the patient's device was explanted due to skin flap issues which resulted in a hole forming in the skin flap. The patient is reportedly doing well after the surgery.